Event description:
The customer reported obtaining non-reproducible access total bhcg (beta human chorionic gonadotropin) results for one (1) patient from the unicel dxi 800 access immunoassay system. The customer questioned the results and an additional sample was drawn for the patient. The customer obtained a positive access total bhcg result for the second sample draw but subsequent repeat of the sample following re-centrifugation generated a negative result. The original sample was then repeated on both the original and alternate unicel dxi 800 access immunoassay systems, and the customer obtained positive results. The customer then sent the samples to an alternate facility for additional testing and analysis on alternate methodologies generated negative results. The customer stated that the patient was an emergency room (ER) patient and although the patient remained in the ER for an extended period of time, there was no change or affect to patient treatment as a result of the non-reproducible access total bhcg results. The access total bhcg was run in conjunction with the unicel dxi 800 access immunoassay system serial number (B)(4) for this event.

Manufacturer narrative:
The patient's date of birth and weight were not provided. The customer provided the patient sample to beckman coulter for interference testing, and beckman coulter's testing of the sample neat (undiluted) did not confirm the customer's results. Additionally, the results suggest there is no presence of a patient source interferent. In conclusion, the cause of the non-reproducible access total bhcg results cannot be determined with the information provided. There is no indication that the access total bhcg reagent in question was returned for evaluation. All system parameters including quality control, calibrations, and system check were within assay and instrument specifications at the time of the event.